Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced migraine ("migraines") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and migraine to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new reporter of lawyer, patient dob added. Non-drug treatment notes, and reference section were updated. Imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced migraine ("migraines") and underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the migraine and medical device removal outcome was unknown. The reporter considered medical device removal and migraine to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned right essure device"), embedded device ("embedded within fundal myometrium") and uterine perforation ("coil protruding through myometrium and visible just under the serosa of the right uterine cornua, normal appearing ovaries bilaterally") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of surgery (reconst nose vascular surgery essure tubal occlusion tubal ligation), menses irregular, basal cell carcinoma, migraine, varicose veins of lower extremities, pap smear abnormal and pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 127 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2016. An unknown time later she experienced embedded device (seriousness criterion medically important), uterine perforation (seriousness criterion medically important) and migraine ("migraines"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, embedded device, migraine and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to on (B)(6) 2008 from on (B)(6) 2008 00:00. Discrepancy noted removal date of drug updated to on (B)(6) 2016 from on (B)(6) 2016 00:00. Essure coil noted in left fallopian tube extending only 1 cm from proximal cornua, no essure coil noted on right fallopian tube. Bilateral tubal ligation performed with filshie clips. Hysteroscopy no saline fluid return noted (approx 300 ml infused) and c02 gas bubbles noted in endometrial cavity, right fundal perforation confirmed on laparoscopy with small amt of active bleeding noted from serosal edges. Hemostasis achieved with cautery and surgical placed over perforation site. No bleeding noted when pneumoperitoneum released. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in 2008: CT 2008 at tripler in hi - right device embedded w/in fundal myometrium. [Hysterosalpingogram] on (B)(6) 2008: comparison: hysterosalpingogram dated on (B)(6) 2008. Technique: helical CT imaging of the pelvis was performed without use of intravenous contrast. Multiplanar reformations were also obtamed. Findings: the left-sided essure device is well positioned at the junction of the left uterine hom and fallopian tube, the right essure device is embedded within the fundal myometrium and abuts the serosal surface. The tissue masses, fluid collections, or worrisome lymph nodes within the pelvis. Surgical clips are noted in the bilateral inguinal. Incidental note is made of a benign enostosis in the right anterior sacrum. Remainder of the demonstrated pelvic contents maintain a normal noncontrast CT appearance. There are no soft impression: malpositioned right essure device embedded within fundal myometrium [pathology test] on (B)(6) 2016: surgical pathology report final diagnosis: a: uterus, cervix, right and left fallopian tubes, hysterectomy (81 g): cervix with focal endocervical endometriosis. Proliferative endometrium. Histologically unremarkable myometrium, right and left fimbriated fallopian tubes. One benign simple serous paratubal cyst. Negative for atypia or malignancy. B: right vulvar skin, excision of mass: melanocytic nevus, intradermal type. Negative for malignancy clinical information: chronic pelvic pain in female gross description: there are two coiled metal devices inserting into the fundus of the anterior myometrium, consistent with essure devices, 1.1 cm long each by 0.1 cm diameter. The endometrium is uniform, 0.2 cm thick. The myometrium is slightly trabeculated, 1.8 cm thick. [Ultrasound scan] (date unknown): essure in 2008 w/ malpositioned right coil - persistent pain since 2014. Us 2014 at qmc in hi - right coil in right side of uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation (10064684) and embedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Events device dislocation and embedded device added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.